Event description:
On 11/21/1997 the pt was taken to surgery for lobectomy of lung via thorascopy. During the procedure the pulmonary vein was dissected and the surgeon proceeded to introduce an endo gia stapler to utilize in dividing the superior segment artery. As the surgeon proceeded to place it circumferentially around the artery, the staple was pressed and closed and malfunctioned tearing the pulmonary artery which began to bleed. Therefore the surgeon proceeded to rapidly extend the accessory incision and introduced a hand into the chest and obtained control of the significant bleeding. Once the pt was stabilized the pulmonaty artery was sutured and clips were placed directly to the vessel. The remainder of the procedure was uneventful and the pt was discharged to home on 12/4/97.